Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an issue with an insulin flow blocked alert. The customer reported no adverse event. The event involved product(s) mmt-342, mmt-442ah, mmt-1884. Troubleshooting was performed. Pump passed 5u fill cannula test. No harm requiring medical intervention was reported. The customer will continue use of the device. No product return is required for mmt-342, mmt-442ah. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0876 inches. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. Confirmed pump alarmed insulin flow blocked alarm on 08/12/2025 00:25:24.000 during rewind, 08/12/2025 00:33:31.000 during bolus, 08/12/2025 00:33:49.000 during bolus, 08/12/2025 00:39:13.000 during during bolus, 08/12/2025 09:51:24.000 during rewind and 08/12/2025 11:10:00.000 during basal in pump downloaded history. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay and stained keypad overlay. No unexpected alarms/alert/anomalies noted during testing. No device problem found however, no insulin blocked alarm/no delivery and no current code/category were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.